Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Event description:
It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. This watchman access system was selected and was placed in the right groin. A non- bsc imaging catheter was placed in the left groin, half way through the procedure the patient developed a hematoma in the left groin. They held manual pressure on the groin to resolve the issue. A 30mm watchman laa closure device was successfully deployed. No further patient complications were reported and the patient status is fine.